Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with a critical insulin pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded firmware using crest. The insulin pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. The bootloader traces indicate that a critical error triggered the critical insulin pump error (open book image) alarm [0x44]. The insulin pump was cut open for visual inspection. Moisture damage was found on the inside of the battery tube, on the electronic assembly (electrical board 1 and electrical board 2), vibrate harness assembly, motor, and the force sensor. The force sensor zero offset is within specification (24.6 mv). Critical insulin pump error (open book image) alarm and download difficulty are confirmed due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, end cap address label peeling, pillowing keypad overlay, and cracked battery compartment. Critical insulin pump error (open book image) alarm and download difficulty are confirmed due to moisture damage. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.